Manufacturer narrative:
Additional information: gsv's was treated. Hypersensitivity reaction was present in both. No challenges or deviations in relation to the location of catheter tip prior to initial delivery of adhesive, the catheter tip was 5 cm caudal to sfj. Compression of gsv was applied, compressed gently by hand. The issue is now resolved. Image analysis: images were provided for evaluation. The images indicate that the patient experienced a reaction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the venaseal closure system was used to treat venous insufficiency with a venaseal procedure performed on both great saphenous veins. Local anesthesia was used, compression was used with a transducer, and tumescent infiltration was not utilized. The great saphenous veins were reported to have closed. It was reported that a hypersensitivity reaction occurred after the procedure and began on (B)(6) 2025. It was reported that medication was prescribed for control of the hypersensitivity reaction, including an antihistamine and nsaids. It was reported that the hypersensitivity reaction was ongoing as of (B)(6) 2026.